Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient did not require hospitalization and was treated with injection reflin (1g, frequency not reported), injection tobramycin (40mg, frequency not reported), and injection heparin (1000 international unit (iu)/bags, frequency not reported) for the event. The patient was reported to be recovering from the peritonitis. On an unknown date, the patient experienced a cardiac arrest and passed away. It was unknown if the patient had fully recovered from the peritonitis prior to passing away. It was unknown if an autopsy was performed. No additional information is available at this time.